Event description:
It was reported that this left ventricular (lv) lead triggered a high, out of range impedance alert. Also, different values have been observed in the recorded data, all showing within normal limits. It was determined that the different observed values were linked to pacing vector reprogramming, therefore the changes in impedances were not related to a lead integrity issue rather just programming. The lv lead remains in service at this time and pacing impedance is considered as within normal limits at this time. It was recommended to increase the upper limit for out-of-range daily measurements. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.